Event description:
Two perclose vascular closure devices failed to deploy the appropriate stitch in the artery. Vessel subsequently closed with device by a different manufacturer. No pt harm. Devices saved but only one packaging was saved.